Event description:
The end user went to start walking with his 6240-5f walker when the leg of the walker snapped off, causing the user to fall. User alleges pain shooting up his leg to his knee from the fall; medical intervention alleged.